Event description:
This rv lead was implanted on (B)(6) 2005. There was a red alert for high rv impedance on (B)(6) 2011. The physician was dr. (B)(6). Possible lead fracture. Patient seen in office (B)(6) and rv pace impedance> 2000 ohms and therapy was turned off. Egm's show noise, no inhibition of pacing. Paiet 0% paced. No inappropriate therapy as a result of noise just nsvt. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).